Event description:
Pt had tessio catheter placed on 8/29/97. Pt presented to clinic on 7/1/98 with pinpoint hole on a port of tessio catheter. Tessio catheter was clamped above hole and surgeon came to clinic to repair catheter by cutting catheter and replacing extension port. Pt received preventative antibiotics.